Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify ny non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; no leakage was observed. The co2 insufflation port was tested; air would not flow through. Adhesive was observed in the insufflation opening on the body. Based upon the eval results, the reported complaint was confirmed. Additional eval required. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there wasn't any gas going through the vasoview 7 xb btt short port. A replacement device was used to complete the procedure. The hospital did not report any pt effects.